Manufacturer narrative:
Results code - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the sds was returned with blood visible on the hypotube, the inflation lumen, the balloon, the stent implant, and in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The proximal end of the balloon was bunched. There was no other damage noted to the sds. A snap gauge was used to measure the stent outer diameters and they met manufacturing criteria. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: loose stent is likely to cause or contribute to patient injury. Device issue: failure to cross/loose stent. It was reported that the device failed to cross the lesion, and upon retraction the stent became loose on the balloon, but was retrieved outside of the patient without further incident. No patient effects were reported. No additional event or patient information is available. Analysis of the returned device identified that the stent was not partially dislodged, but rather tightly crimped and between the markers; however, it was confirmed by the site that they had pushed the stent back on before putting it in the bag for shipment back for analysis and that is why it was returned tightly crimped.